Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the lead, the lead's helix would not retract to allow for repositioning. A capture anomaly was also noted. The lead was removed from the pocket and a twist in the lead body was observed. A replacement lead was successfully implanted.